Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. The customer reverted to an alternate method of insulin therapy to address bg and for diabetes management.